Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties were encountered. The physician was attempting to cross a heavily calcified stenosis in an unknown artery with the taxus stent. It is not known if the lesion had been pre-dilated. During withdrawal, the physician noted that the stent was damaged at the proximal edge. The physician believes the stent became stuck in the calcification in lesion. Examination of the stent prior to insertion into the patient did not reveal any abnormalities. The stent was not deployed. No additional information is available.